Event description:
It was reported during a routine device interrogation, it was observed that this pacemaker was in safety mode. A replacement procedure is intended. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported during a routine device interrogation, it was observed that this pacemaker was in safety mode. A replacement procedure is intended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided which indicated that the device was explanted and replaced. This device is expected for return.

Manufacturer narrative:
This device is anticipated to be returned for investigation. Following completion of laboratory analysis, this event will be further updated.